Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of two perfix plug (device 1 and 2). Per operative notes, ¿in the right inguinal region, a sizable direct inguinal hernia and indirect hernia was reduced. A large perfix plug (device 1) was placed to the direct defect and to the indirect defect the medium perfix plug (device 2) was placed and secured with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with removal of prior meshes (device 1 and 2) and implant of synthetic mesh. Per operative notes, ¿the recurrent right direct and indirect defect was reduced. The mesh (device 2) was found protruding through direct defect. The mesh (device 1 and 2) was removed completely. The recurrent direct and indirect defect was joined together, and synthetic mesh was placed."